Manufacturer narrative:
Concomitant medical products: product ID: 977d260, lot#: va2blhe007, product type: screening device. Product ID: 9 77d260, lot# :va2blhe008, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 12-jan-2025, UDI#: (B)(4). Product ID: 977d260, serial/lot #: (B)(4), ubd: 12-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they were to start a trial with this pt on (B)(6) 2021, but the trial was aborted because the pt had pain in the legs that they couldn't tolerate when the doctor was advancing the trial lead.  No device issues were reported. The manufacturer representative has no further information regarding the event as she was told to leave as they were waiting for the ambulance to arrive to the office. Additional information was received from the healthcare provider (hcp). It was reported that the cause of the pain during placement was unclear etiology. The trial was aborted. The patient was admitted to the hospital and workup was negative. The issue was resolved with pain control with meds. Psych consult. The devices were discarded.